Event description:
Covidien received a report that the n20pa portable pulse oximeter is missing segments in the middle portion of the saturation of peripheral oxygen (spo2). The failure happened when the device was not being used on a pt.

Manufacturer narrative:
(B)(4).